Event description:
It was reported while unloading a patient from the ambulance, the stretcher lowered unexpectedly from the truck. Exact details of the incident were not provided. Patient injury was alleged; however, details were not provided and the nature of injury was described as "fall injury". The stretcher was evaluated by the end user following the incident and no issues were found. The stretcher was returned to the manufacturer for a visual and functional evaluation. It was observed a bracket at the base of the actuator was bent but it could not be determined if this existed prior to the incident or was a result of the incident. The stretcher was repaired and returned to the customer. Cause of the reported incident could not be concluded.